Manufacturer narrative:
Product complaint # (B)(4). The analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. F the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an inguinal hernia repair on (B)(6) 2019 and the mesh was implanted. It was reported that during surgery, the device stopped working, and it delivered staples which didn't cling. Another like device was used to complete the procedure. There were no adverse patient consequences reported.